Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer called and reported receiving no delivery alarms, resolved by a complete set change, and experiencing high blood glucose over 400 mg/dl. Customer stated he used manual injection to treat and his blood glucose went down to 373 mg/dl. Customer stated after a set change, his blood glucose went back to normal and declined to troubleshoot for the issue at the time of the call. The insulin pump will not be returning for analysis.